Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿before implanting the anchor was found cracked and it was taken out immediately.¿ a fractured anchor and tainted suture was attached to the insertion device. Visual inspection shows symptoms consistent with fracture from torque/force and loss of axial alignment. The distal threads were damaged. The inserter fork tines were both bent but remained attached to the insertion shaft. The symptoms are consistent with loss of axial alignment. Normal bone quality was reported. A 3.8mm tapered awl is the recommended prep instrument for normal bone. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor was broken. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor was broken. There was a delay of more than 60 minutes. The procedure was completed with a backup device and no patient injury was reported.